Event description:
During revision tha, when dr was using the universal screw driver, the tip broke in the screw head. He could remove the fragment successfully from the screw head with a k-wire.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. The fracture surface is angled which suggests the driver was not fully engaged with the screw during tightening. Material analysis found no evidence of material or manufacturing defects. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been no other events for the manufacturing lot. The root cause was determined to be application of excessive force by the user. No material or manufacturing defects were noted during the investigation.

Event description:
During revision tha, when dr was using the universal screw driver, the tip broke in the screw head. He could remove the fragment successfully from the screw head with a k-wire.